Manufacturer narrative:
This report is for an unknown spine cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: vavruch, l. Et al (2002), a prospective randomized comparison between the cloward procedure and a carbon fiber cage in the cervical spine: a clinical and radiologic study, spine, vol. 27 (16), pages 1694¿1701 (sweden). The aim of this prospective randomized study is to determine whether the use of a cervical carbon fiber intervertebral fusion cage improves the outcome of anterior cervical decompression and fusion, as compared with the cloward procedure using autograft. A total of 89 patients (45 male and 44 female) with a mean age of 47 years (range, 30¿67 years) were included in the study. Surgery was performed using cervical I/f cage (cifc) (acromed, cleveland, oh) in 48 patients and cloward procedure in 41 patients. The mean follow-up period was 36 months (range, 24¿72 months). The following complications were reported as follows: 1 patient had a hematoma, which was evacuated the day after primary surgery. 2 patients had an additional acdf because of recurring symptoms suggesting additional symptomatic levels. 62% of patients had nonunion or no fusion. 18 patients (38%) had pseudarthrosis (type 2b; no bone bridge at all). In 23 patients, a type 1b or 2b fusion (i.e., a horizontal radiolucent zone through the graft) was observed. An unknown number of patients had pain. This report is for an unknown depuy spine cage. This report captures the reported events of hematoma, underwent additional acdf because of recurring symptoms, nonunion/no fusion, pseudarthrosis and pain. This is report 1 of 1 for (B)(4).